Manufacturer narrative:
Catalog number: the catalog number was reported as b-qd8_ll in the initial report. It has been updated to qd8_ll. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the cutter device could not be inserted thus not allowing for the completion of the pretest. However, during repair, it was observed that there was a cotton like material clogging the drive shaft which is indicative of not following the cleaning procedures properly. It was determined that the debris in the drive shaft was what caused the device to heat up. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from user error, abuse and/or misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery testing, it was discovered that the attachment device was overheating. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.